Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a 75% stenotic in the mid circumflex (cx). The lesion was predilated with a 3.5 x 15 mm voyager balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.5 x 16 mm drug eluting stent. However, the stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the strut damage was noticed. The procedure was successfully completed using a bare metal stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".